Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue. The product sample was received and consisted of a palindrome 23/40 kit w/ slot. The catheter came within a generic plastic bag and showed signs of use. The catheter was cut approximately 4 cm below the hub. Visual inspection was performed and a hole on the joint below the catheter hub between the anti-microbial sleeve. During functional testing (underwater test), bubbles were detected coming out below the hub, from the lumen which corresponds to the venous extension. The lumen corresponding to the arterial extension did not show bubbles during the test. As per the instructions for use, it is necessary to perform a visual inspection before using the device, stating do not use the catheter if it appears damaged or defective. The catheter tubing can tear when subjected to excessive force or rough edges. It is important to inspect the catheter frequently for nicks scrapes, and cuts which could impair its performance. The customer indicated that the catheter functioned as intended for 1 year and 11 months. The device was more likely damaged during that time. Based on the available information, the probable root cause can be that a leak was more likely caused due to the inappropriate use of cleaning agents. The lot involved in this complaint was manufactured before the implementation of actions related to a corrective and preventive action (CAPA).

Event description:
Following the evaluation, it was defined that this event is being handled through this CAPA and no additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that there was a leak in the y junction. The catheter was placed on (B)(6) 2013 and removed on (B)(6) 2015. No patient injury or medical intervention.